Event description:
Caller reported potential false positive troponin I (tni) results on triage cardioprofiler vs cobas 6000. Report was made by technical consultant on behalf of the customer. Customer reported that they had potential false positive tni results on triage cardioprofiler test on asymptomatic pts who had negative tni results on their cobas 6000. No actual values were provided for either method. The site uses <0.4 as normal. No further pt info available. They ran both levels of qc on the 2 meters in question and all were within the acceptable ranges.

Manufacturer narrative:
As of (B)(6) 2012, there are a total of 7 complaints for device lot w49620, 6 of them involving tni recovery. Device lot w49620 has been previously tested in-house. No false positives or high bias in tni recovery was observed. CAPA (B)(4) was opened to address elevated tni at low end concentrations. No further investigation will be pursued at this time.